Event description:
Patient reported the infusion device is "faulty" and has caused several hypoglycemic episodes. The infusion device history was reviewed, and there were daily e4 occlusion errors over the past few days. Patient also reported the infusion device and blood glucose meter provides a message to confirm the time and date. Patient reported her nurse did "some tests" on the infusion device. Nurse told patient the infusion device was causing hypoglycemia and that she needed a replacement infusion device. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.